Manufacturer narrative:
Date of event: not provided. The pump was returned to animas for evaluation. Evaluation revealed the pump's insulin delivery was accurate and matched the settings as programmed by the user. The pump was exercised and accurately delivered insulin as programmed. The pump's history revealed the pump delivered all basal/bolus insulin doses accurately as programmed. There were no alarms in the pump history indicative of a malfunction.

Event description:
The reporter reported that the insulin pump went into a suspend mode without user intervention, and that for one week the patient's blood glucose levels were "in the 400's mg/dl". During this time period, the patient experienced the symptoms of nausea, thirst and dry mouth. The patient did not seek any medical attention or treatment. During the troubleshooting telephone call, the pump history revealed multiple suspends; however, the patient claimed she only suspended the pump once per day. Product analysis of the pump indicated the insulin delivery was correct as programmed. There is no evidence the pump was not functioning appropriately. However, as the patient suffered symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.